Event description:
I am not contacting you because of "the fit" of your product but because I had only used it for just short of a month when the upper layer began to separate from the base. Is there a non-toxic adhesive that can be used? Until this occurred, I had been satisfied with your "nite protector." Now, not so much.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.